Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board calculation was not displayed on the bolus total screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: a review of the pump black box data revealed that the pump was rebooted within 18 minutes of a bolus delivery; this reboot would cause the insulin on board information to be cleared back to 0. During testing, the pump powered on properly, and the insulin on board function was turned on with a set duration of three hours. A bolus of 6.60 units was successfully delivered, and the insulin on board function correctly displayed 6.60 units. An ezbg was then programmed, and the pump accurately displayed the insulin on board information. The complaint was not duplicated and no defect was found.